Manufacturer narrative:
The device history record was reviewed for the suspected contour® next test strips with lot # 4mheg14a and no manufacturing or packaging anomalies were found. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. Model # 7321 of the contour® next test strips is only available in canada; therefore, the primary unique device identifier (UDI) number is not applicable.

Event description:
The customer from canada reported that the cap of the contour® next test strips vial was broken, resulting in test strips falling onto the floor. As a result, the customer stated that she could no longer use the affected test strips. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement test strips were sent to the customer.